Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information the patient does not suffer any sign or consequences due to the issue. What is the total number of products involved in this event? 3 pcs w9237t. Three products with different event. Did the event occur during one or multiple patient procedures? Three incidents during the procedure sc with different patients what is the total number of procedures? One procedure, sectio caesarea. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The event had not previously been reported. Could you please clarify device's availability? Broken device is no longer available. What is the total number of procedures? Only cesarean section. Could you please clarify device's availability? Device not available. This report was previously reported under related events: 2210968-2023-05071, 2210968-2023-05072, 2210968-2023-05073.